Manufacturer narrative:
Trakwise # (B)(4). The device was returned to the factory for evaluation on 06/15/2023. An investigation was conducted on (B)(6) /2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were visible on the device. Evidence of heavy charred material was also observed between the jaws. The c-ring, gray silicone insulation of the jaws, and the heater wire were observed to be intact with no visual defects. A microscopic inspection was conducted. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it audibly and visibly snapped into place with no physical or visual difficulties. The harvesting device was inserted through the port into the cannula. A slight resistance or sticking was noted when inserting the device, which can be attributed to the interaction of the harvesting device with the flexible o-ring within the port. The resistance did not prevent the harvesting device from being easily inserted or retracted. The mechanical components of the device functioned with no issues. Based on the returned condition of the device and the results of the investigation, the reported failure "mechanical problem" was not confirmed. The lot # 3000303282 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoviewhempro vh-3500 cutter wasn't moving through the cannula with ease. The tips were up and closed when they initially put the cutter in the cannula. No patient effects and they had to open a new kit to finish the case. The only delay was to change out devices.